Event description:
The manufacturer became aware of an allegation that an elegance nebulizer had a short in the power cord. There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 07/30/2025. The device was returned to the manufacturer¿s product investigation for investigation. The manufacturer visually inspected the device. The pil could not confirm the complaint of ¿short in the power cord¿. The motor rotated with minimal effort after it was ¿broke¿ free. The device was put back together. The power cord was plugged into the wall and the on/off switch was turned on. The motor turned on and was run for approximately 30 minutes. The device did not get hot or smell. Additional findings: the motor was locked up but once hand spun, it rotated with minimal effort. Pil determined contamination caused the motor to lock up. Section g3 and h6 have been updated in this follow up report.